Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted (B)(4) regarding assistance with a low drain volume alarm while using the homechoice (hc) during drain 1. (B)(4) had the nurse close/open the transfer set and check the lines for kinks and fibrin. The nurse stated there were air bubbles in the patient line. (B)(4) advised the nurse they would need to end therapy and start over with new supplies. (B)(4) then assisted the nurse in ending therapy. The nurse stated the patient did not want to start over with new supplies. The patient elected to skip therapy for the night and start over tomorrow. (B)(4) advised the nurse to notify the patient's dialysis nurse if he did not perform therapy. No injury or medical intervention was reported.